Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to data corruption. The device was tested on the bench and no anomaly was found. The cause of the data corruption could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated during device preparation prior to implant. Device was exchanged. Patient experienced no adverse events.